Event description:
This procedure was performed in (B)(6) . Access was gained via the common femoral with a 6f sheath. The physician introducted the turbohawk over an 0.014 wire. Successful cutting was performed with the turbohawk in the fibular artery. During the atherectomy procedure the turbohawk could not be pushed forward any more. The surgeon was going to remove turbohawk from the patient, however, when pulling the wire back with the turbohawk it became caught at the sheath tip. The wire and the tip of the turbohawk detached and became stuck in front of the sheath in the sfa. Both the wire and turbohawk were retrieved with a snare successfully. Evaluation of the returned turbohawk found the turbohawk was in two pieces, the distal assembly was separated near the cutter window with the drive shaft intact. A guidewire was shown stuck within the guidewire tubing of the nosecone component.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.